Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada was inserted but did not control the bleeding [device ineffective]. Patient had ¿a lot of clots in the uterus¿ and provider believes that may be why the device did not control the bleeding properly. [Wrong technique in device usage process] case narrative: this spontaneous report originating from united states was received from a healthcare professional via company representative, referring to a female patient of unknown age. The patient's medical history included pregnancy and on (B)(6) 2023, she experienced excess bleeding after a cesarean section. Her past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On (B)(6) 2023, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine route for postpartum bleeding by an unspecified provider, however, it did not control the bleeding (device ineffective). Reportedly, the patient had "a lot of clots in the uterus" (considered as current condition) and provider believed that might be why the device did not control the bleeding properly (wrong technique in device usage process). Patient was sent to interventional radiology for bilateral embolization. At the time of reporting, the patient's condition was recovering. It was also reported that more than one device was not used. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event of device ineffective was considered as serious due to the required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed).